Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart as the cannula came off from the patient's body. This happened while the patient was shopping and had gone to the lady's room. The site location was at the right abdomen. The infusion had been in use for two hours and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing as the patient's garment might have pulled it out. Reportedly, the pump was not dropped with the set connected to the patient's body. No further information available.